Manufacturer narrative:
Concomitant medical products: lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030 / serial# (B)(4)). Three peg patella 38mm (cat# 200-02-38 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 11 yrs postop the initial ltka, this (B)(6) y/o male patient complained of pain. During the revision, the femur was found loose and was infected. Patient was last known to be in stable condition following the event. The device will be returned.

Manufacturer narrative:
Section h10: h3: the revision reported was likely the result of an insufficient bond between the implant and the bone which led to loosening of the femoral component and subsequent pain. It is likely that the reported infection may have contributed to the femoral loosening.